Manufacturer narrative:
A. Patient information. There was no patient involvement reported with this event. D4 - the primary UDI number in d4 is reflective of all currently available information no further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that during a power on self-test, the centrimag had a s1 alarm.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
During the preliminary investigation, it was deducted that the on/off button could be responsible. Further testing was ongoing.